Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they got hospitalized due to low blood glucose on (B)(6) 2017 with unknown blood glucose levels at the time of the incident. The customer dropped their pump and had a low episode. The bottom of the pump fell off and the screen is shattered. The customer was given glucagon and intravenous fluids to treat. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed due to pump damage. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to cracked and bleeding lcd glass. Pump received with missing retainer, missing reservoir tube o-ring, broken reservoir tube lip, broken belt clip rails, scratched case, pillowing keypad overlay, end cap broken off, torn keypad flex tail and minor scratched lcd window.